Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor found the jaws of the reload were not closed when the reload was set on the stapler and was tested. He also considered the reload could not bite the tissue well. The doctor did not fire the reload and asked to change the reload. When was the problem noticed: during-procedure. Patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received via email from (B)(4) on 17-jan. Can you confirm that product is available and will be returned for evaluation? Yes. What is the product ID and lot number for the handle used with this reload? These information was not supplied. Could you please provide the UDI# for the handle used in the procedure? No. Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed? Bariatric surgery. What is the patient age, weight, gender, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? These information was not supplied.